Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that 2/3 of the touchscreen is no longer functioning as intended. Customer's blood glucose levels was 219 mg/dl. Customer indicated that they will continue to use the pump, and has manual injections if needed for continued insulin therapy.